Manufacturer narrative:
Visual analysis: device photographs for the device related to the reported event of rupture, lump/nodule, pain-ndr, headache-ndr, varied injuries-ndr were reviewed on (B)(6) 2021. Visual analysis of the photographs identified: red tissue, opening.

Event description:
Patient additionally reported "experiencing strong pain 'associated with the implants' for years and a rupture". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿the clinic found four foci however later it turned out that the knots were gone, but that the implant was ruptured.¿ patient also reported ¿back pain for the last five years", "had outbreaks of sweat at night¿, ¿headaches¿, and ¿bad skin"; these are not device related. Device remains implanted.